Event description:
A left hip revision of accolade stem - head was still in cup and head was found to be sheared off trunnion. Surgeon noted bizarre looking trunnion wear and notching on the trunnion during revision.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown head. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.